Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter; the eval was unable to reproduce a system error 322. The device was tested for 24 hours without alarming for this system error. Review of the device history log shows that the pump alarmed two times for system error 322. The device performed within specification and no malfunction could be identified.

Event description:
It was reported that a pump alarmed for a system error 322. The device history log shows that the pup alarmed for a system error 322 on (B)(6) 2013 while delivering an unk medication at a rate of 52.5 ml/hr. It was also reported that there was no pt injury.